Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. G3: date received by mfg - additional information.

Event description:
It was reported that a signal loss occurred frequently between 10/7/2025 and 10/10/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently occasionally rarely between 10/7/2025 and 10/10/2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.